Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, after the pocket was closed, the monitor showed a sudden loss of capture. There was subsequently no capture despite trying unipolar and bipolar pacing at maximum output. A view on fluoroscopy revealed that the lead had dislodged from the original position. The pocket was reopened and the lead was successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.